Event description:
It was reported that a patient underwent a hysterectomy and gynecological procedures to treat stress urinary incontinence on (B)(6) 2007 and (B)(6) 2008 and an obturator sling was implanted. It is unknown which date the sling was implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh removal surgery in 2009 due to vaginal erosion, abdominal pain, urinary complications and incontinence, dyspareunia, and chronic infections. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia, undefined urinary complications. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2011-00151. The same patient is represented in each medwatch.